Event description:
Unable to bear weight on my right leg/ambulation difficulties [weight bearing difficulty] limb pain [pain in limb] inflammation [inflammation] erythema [erythema] knee was extremely swollen/swelling/ edema [injection site joint swelling] tender, pain was 8-10/10 [injection site joint pain] my knee was very hot [injection site joint warmth] vomiting [vomiting] increased sensitivity [increased skin sensitivity] fever/a temperature of 100.8 degrees f [fever] nausea [nausea]. Case narrative: initial information received on 22-aug-2024 regarding an unsolicited valid serious case received from health authorities via patient. This case involves a 65 years old female patient who was unable to bear weight on her right leg/ambulation difficulties, knee was extremely swollen/swelling/ edema, tender, pain was 8-10/10, knee was very hot, vomiting, inflammation, erythema, limb pain, increased sensitivity, fever/a temperature of 100.8 degrees f and nausea after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had a recommendation of an orthopedic doctor and physician assistant (pa) to have a synvisc gel injection administered to her right knee for the diagnosis of osteoarthritis. The day of her gel injection, her knee was swollen, very warm, red, and painful. The pa numbed the area and aspirated about 20 cc's of synovial fluid. At the time of the event, the patient had ongoing osteoarthritis concomitant medications included clobetasol propionate; fexofenadine; magnesium; curcuma longa (turmeric); vitamin b complex; ascorbic acid (vitamin c); vitamin d; menadione (vitamin k); and monascus purpureus (red yeast rice). On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection of strength 16mg/2ml at 5 cc's of gel 1x (once) via intra-articular for osteoarthritis. Patient was instructed to go home and rest. In less than 24 hours later on same day (B)(6)2024, patient knee was extremely swollen(injection site joint swelling), very hot(injection site joint warmth), tender, pain was 8-10/10(injection site joint pain), and she was unable to bear weight on her right leg(weight bearing difficulty). She was feeling ill, with nausea and vomiting, and had a temperature of 100.8 degrees f (pyrexia). Initially a steroid taper pack was prescribed with little relief. A week later a cortisone shot to the right knee was administered. This injection was somewhat helpful. No other treatment was offered. Patient also had erythema, inflammation (site not specified), increased sensitivity (sensitive skin) and limb pain (pain in extremity). A prescription for physical therapy and an MRI (magnetic resonance imaging) was provided. Patient was suggested to see a rheumatologist. A week after the gel injection was administered the synovial fluid sent to the lab was noted to have calcium crystals present (unknown batch number and expiry date for all events). Information on batch number and expiry date corresponding to the one at time of event occurrence was requested action taken: not applicable for all events corrective treatment: the patient was treated with steroid taper pack, prescription for physical therapy and cortisone for inflammation, erythema, pain in extremity, injection site joint swelling, injection site joint pain and injection site joint warmth and not reported for rest events. At time of reporting, the outcome was unknown for vomiting, sensitive skin, weight bearing difficulty, pyrexia, nausea and recovering for rest all events. Seriousness criteria: disability for event weight bearing difficulty and intervention required for events injection site joint swelling, injection site joint warmth and injection site joint pain,inflammation, erythema, pain in extremity. A product technical complaint (ptc) was initiated on 22-aug-2024 for synvisc. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 27-sep-2024 with summarized conclusion as no assessment possible. Additional information was received on 27-sep-2024 by quality department: ptc complete details added; text amended